Event description:
Clinician reported an overinfusion during the use of this pump. Clinician reported a colleague 3 infusion pump was infusing epinephrine and dobutamine on a post cardiac bypass pt. The clinician stated that as she was at the bedside she noted the pump to alarm "upstream occlusion." The clinician then stated she heard a "clacking" noise and looked up to find both the dobutamine and epinephrine infusing "full force". The clinician stated she clamped the lines and took the drips off the pump. The clinician then stated she noted to pt's b/p to have risen from baseline of 100-110mm hg systolic to around 200mm hg systolic. At this time an infusion of nitroglycerine at the bedside was re-started and according to the clinician the pt's b/p quickly returned to baseline. The clinician stated she then restarted the epinephrine and dobutamine at their previouse rates using the same tubings on another pump and reportedly had no further difficulty. According to the clinician there was no pt injury associated with this report.